Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi31000317, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. After troubleshooting the mobile view station (mvs), it was found that the uninterruptible power supply (ups) battery was faulty. The ups battery was replaced with a new one. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that after disconnecting from the mains supply, the mobile view station (mvs) turned off after 10 seconds of using the battery backup. There was no patient involvement.